Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer uses apidra insulin within the cartridge. During troubleshooting, a supply change was performed and the pump performed as intended. Insulin deliveries were successfully resumed.